Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v. The contact stated the lens was stuck in the cartridge while advancing. The lens was not implanted and there was no pt contact or injury. It was stated the msi-tm injector and aq cartridge were used, but the lot numbers were unknown.